Event description:
Neurosurgery resident needed to replace the patient's evd tubing set due to leaking csf from the tubing set at the luer lock sites nearest the icp transducer. As this has been an ongoing issue with risk for infection to the patient, it appears as if there are defective evd tubing sets stocked on our unit.